Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 3/10/2022 it was reported by a sales representative via sems that an 0432-200 hex screw driver broke at the tip while inserting a screw. All was retrieved. No patient affect.